Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and lens were not returned. Only the carton and inserts were returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
The healthcare representative reported a preloaded intraocular device in which the trailing haptic was found to be broken after it was implanted in the eye. The lens was removed and replaced with a replacement lens during the initial surgical procedure. In a follow up, it was clarified that the plunger "cleaved off" the haptic. The initial incision had to be enlarged and a suture was placed to close the wound.